Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed therapy connector assembly and determined that the cause of the reported issue was that the sockets for pins 1 (critical to identification of connection of therapy electrodes) and 6 (critical to the energy select function) were worn which resulted in intermittent operation.  As a result, physio observed that the device would only intermittently charge (in order to shock) while in paddles lead ECG using both hard paddles and quik-combo therapy electrodes.

Event description:
The customer initially contacted physio-control to report that when they move their devices therapy cable back and forth while it's connected to the device via the therapy connector, that the joule icon would disappear.  During testing, the device would still charge and shock when prompted. There was no patient use associated with the reported event.   Upon further inspection of the customer's device, it was observed that the device could only intermittently charge when prompted.  As a result, defibrillation may delayed or not possible.